Event description:
It was reported that a flogard infusion pump experienced an air in line alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Service found the air sensors were operating within specification. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a service technician. Initial evaluation did not confirm the reported condition. If additional relevant information is obtained, a follow-up will be submitted.